Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop114-811 and es9041 as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Event description:
The customer reported via phone call that his pump is alarming no delivery alarm during basal/bolus/fixed prime. At the time of the incident, his blood sugar was 422 mg/dl and it is currently 433 mg/dl. He has been treating with shots but said that is not working. He has tried to switch sites; the pump would start working and then it would alarm no delivery again. During troubleshooting, the customer was advised that it was advised that the alarm was caused by the infusion set and reservoir connection and that they need to be replaced. The pump will not be returning for analysis. The infusion set and the reservoir will be returning for analysis.